Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the hospital emergency room after receiving inappropriate high voltage therapy. The patient was symptomatic due to the atrial fibrillation. The device cardioverted the patient to normal sinus rhythm. Elevated high voltage lead impedance was observed. The upper limit for high voltage impedance will be increased. The patient will be monitored.